Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the patient was sleeping, the patient line of a homechoice cassette disconnected from the patient¿s transfer set during drain two of four of peritoneal dialysis (pd) therapy. A baxter representative advised the patient to call their pd nurse to inform of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.